Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: n/a. The inserter is not an implantable device. Explant date: n/a. The inserter is not an implantable device. Telephone number: (B)(6). The unfolder handpiece was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 3 piece lens was inserted in to the eye. The injector went over the iol (intraocular lens) and damaged it, requiring it to be removed again. The surgeon reports that the patient did not suffer any damage. All remaining cartridges from the lots has been collected from the hospital, and are available for inspection. No further information was provided.